Manufacturer narrative:
Vyaire medical file identification:(B)(4) h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that transducer fault occurred with the vela ventilator. Furthermore, the respiratory rate was incorrect. The event occurred during setup with no patient involvement.